Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device had motor error alarm during rewind due to corroded motor home switch. Delivery test was not performed and battery out limit alarm was not verified due to motor error alarms. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. Moisture damage found on mother board and interface board.

Event description:
It was reported that the customer's keypad was not responding when he tried to clear a battery out limit alarm. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.